Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device was contaminated. A 2.00mm rotalink¿ plus was selected for use. During preparation, it was noted that the burr was caught on the blue cloth. The procedure was completed with another of the same device. No patient complications were reported.